Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arterial line was removed in preparation for transfer to an inpatient unit; upon removal, immediate bleeding was noted at the insertion site. Direct pressure was applied; however, bleeding continued and soaked through multiple gauze dressings despite firm pressure. After 20 minutes of direct pressure, the site was wrapped with pressure tape and left in place for an additional 10 minutes; upon removal of the dressing, projectile bleeding resumed. Gauze and manual pressure were reapplied, and inspection of the removed catheter revealed it was broken at the hub, with the remaining portion presumed to be in situ within the artery. The physician visualized the retained catheter fragment and removed it using forceps (approximately 1.5 inches in length). Firm pressure was reapplied, and hemostasis was achieved after an additional 10 minutes of direct pressure. The estimated blood loss was unknown, and no blood transfusion was required. There were no reports of patient injury, harm, or adverse health consequences associated with this event, the patient's condition was reported as "fine," and no additional medical intervention was required beyond that described.